Manufacturer narrative:
(B)(4). One video received. Upon visual inspection of one video, the following was observed: the video shows excessive bleeding and clips were placed on the areas with blood leaks. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: it was stated that the tips of device were visible during firing and no tissue was within jaws distal to cut line. All vessels were hemostatic. The reoperation was two days later. The patient was a donor who was healthy and known to do cross fit and run.

Event description:
It was reported the doctor performed a laparoscopic donor nephrectomy on a patient on (B)(6) 2019, using a pve35a stapler. On (B)(6) 2019, the patient returned with pain along the incision line. The doctor operated on the patient and noticed the staple line along the renal artery was bleeding and one of the staples had broken. The doctor placed a clip proximal to the staple line to control bleeding. It was not reported how much blood was lost.